Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The srt installed a new aux pcba. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, he found a damaged auxillary (aux) printed circuit board assembly (pcba), the capacitor at location c108 was burned out. There was no patient involvement.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.